Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user has not used the device for 2 years and wanted to start using it again when affected channels were noticed during a check-up. The user is considering re-implantation.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user has not used the device for 2 years and wanted to start using it again when affected channels were noticed during a check-up. The user is considering re-implantation. However, as of (B)(6) 2022, the user has not contacted the clinic.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has not used the device for 2 years and wanted to start using it again when affected channels were noticed during a check-up. The device has been explanted.